Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition where the display is blanked out at the bottom, cannot see any wording at the bottom was confirmed during product evaluation. The root cause was not determined by service. No further testing has been completed at this time and no repairs have been performed, as the device was returned unrepaired. A service history review found that the device has not been previously sent into service for the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of "display is blanked out at the bottom, cannot see any wording at the bottom." This condition had the potential to interrupt delivery. The event was reported to have occurred during inspection in the sterile department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The software version is currently unknown. No additional information is available.